Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate high readings on her one touch ultra 2 meter. A (B)(4) spoke to the patient on (B)(6) 2012 and obtained the following information. The patient mentioned that she has noticed the alleged high readings on her meter since (B)(6) 2012. She claims she had tested on her lfs meter and obtained a 266 mg/dl and then less than 30 minutes later tested on her back up ultra 2 meter and obtained a 278 mg/dl. She did not exhibit any symptoms due to the alleged issue and adjusted her insulin according to the meter readings. The patient mentioned that on (B)(6) 2012 she tested in the morning and obtained a 101 mg/dl and at noon the result was 209 mg/dl. She took insulin and ate lunch. She claims she passed out two hours later and her neighbor found her unconscious. He then tested her blood glucose on her subject meter and obtained a 61 mg/dl and then treated her with sugar. She regained consciousness and he tested her again and gave her something to eat and drink until her blood glucose was elevated. She did not seek any further medical attention due to the alleged issue and felt better after treatment. She claimed that her test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the high readings, she adjusted her insulin and passed out and had to receive treatment from her neighbor for a blood glucose result of 61 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.